Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The breach insulation did contribute to the complaint, low impedance.

Event description:
It was reported that there were diminished r waves, a decrease in and low lead impedance observed since the initial implant of the right ventricular pacing lead. It was further reported there was an insulation failure which was thought to be due to the lead rubbing against a newly implanted valve. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).